Event description:
It was reported that the ventricular lead exhibited unacceptable thresholds. An insulation anomaly was observed on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.